Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 353 mg/dl. Contact mentioned customer had past sensor failures (B)(4) and went high. No additional information was provided and contact did not request a follow-up regarding high bg issues.